Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A voluntary medwatch (mw5148203) was received by the manufacturer on 12/7/2023. The following information was copied verbatim from event description of the voluntary medwatch: began using philips trilogy in 2020. Diagnosed with lung nodules in (B)(6) 2022. Has suffered from chronic respiratory issues, irritation and inflammation and headaches as a result of CPAP (continuous positive airway pressure) usage.